Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-01177. It was reported the patient's stimulation fluctuates and the patient also experiences over stimulation all over the body and in the ipg pocket site. Images taken show the leads pulled out of the ipg. The patient is pending an appointment with the neurosurgeon.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-01177. It was reported the patient's ipg was explanted and replaced. The patient is receiving effective stimulation therapy.